Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert for non-sustained lead noise due to t-wave oversensing. Programming changes were made; device remains implanted.